Manufacturer narrative:
(B)(4). A vyaire medical field service representative (fsr) evaluated the device onsite. The fsr replaced the driver displacement indicator (ddi) board, calibrated the ddi and pressure transducers, and performed the patient circuit calibration and performance check. The device meets manufacturer's specifications.

Event description:
The customer reported that during the performance check, the start/stop button on the ventilator was only working intermittently. The end-user would hold down the button and when the button was let go, the driver would stop. There was no patient involvement associated with this issue.